Event description:
It was reported that the patient presented to clinic with high impedance and low output current. The patient's generator was disabled. It was noted that patient has had an electrical sensation in the left side of neck for the last few days. The patient fell over a month ago where she was tripped by her dog and hit her chin. Patient went to hospital and had CT scan of the head done at that time. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had full revision surgery due to high impedance. After new lead and generator were implanted, impedance was within normal limits. The listed facility is known to discard explanted devices. No other relevant information has been received to date.